Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after the imaging acquisition system battery was replaced, sparks flew from the cabinet and a popping sound was heard when the machine was started up. The machine was immediately stopped. The battery connector was found to be properly connected, and the battery condition was checked with no abnormalities identified. When the machine was restarted, the generator was not ready, so it failed to start up. Upon opening the generator¿s service console, error e016 (small file current range error) was displayed. After the error was reset, the imaging acquisition system successfully started up, but no x-rays were emitted. When the device was restarted again, error e016 (small file current range error) reoccurred, and the imaging acquisition system failed to start. There was no patient at the time of event.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Small file current range error. Installed generator control board in imaging system. The system did not initialized. The generator did not ready. Tech console confirm generator error. Small filament current out of range. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot #: (B)(6), continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163; product ID: bi71000162, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and hardware part replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.